Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat stress urinary incontinence and complex atypical adenomatous hyperplasia and sling mesh was implanted. The patient experienced pain, infection, bleeding, incontinence, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in one patient. See also medwatch 2210968-2012-03927. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of removal of a previous mesh during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, cystocele, cervical prolapse, vaginal itching and burning and urinary tract infection. Additional. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bowel emptying and bleeding "insensible" urinary incontinence, urge urinary incontinence, pressure or enuresis. (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced incomplete bowel emptying and bleeding "insensible" urinary incontinence, urge urinary incontinence, pressure or enuresis.